Manufacturer narrative:
(B)(4).

Event description:
It was reported that before ICD replacement x-ray was performed. X-ray revealed externalized conductors on the rv lead. No electrical anomalies were observed. The lead was capped and replaced. The patient is doing fine.